Event description:
Paramedics responded to a person in cardiac arrest. The reporter said no bystander CPR was being administered when they arrived. The device was connected to the patient with disposable defibrillation/ECG electrodes and powered on but, according to the reporter, the device continuously alarmed connect electrodes and would not recognize that the patient was connected. The local fire department's quick response unit, who had arrived at the scene nearly at the same time, took over the scene with their defibrillator (not a lifepak) and shocked the patient who converted to a non-shockable rhythm. Drugs and CPR were administered but the patient could not be resuscitated and was pronounced at the scene.